Manufacturer narrative:
Per tandem's user guide: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, the customer disconnected at the t:lock. Tandem technical support educated the customer on the proper way to disconnect at site and not at the t:lock. The customer consumed carbohydrates to address bg level. At the time of the report with tandem technical support the customer's bg value rose to 57 mg/dl.